Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review of the device has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: depth gauge (part 319.006 / lot 4188592 / mfg. Date: october 2000) - the returned depth gauge shows regular use during its 14+ year lifespan. The hooked needle on the device is broken off and was not returned. The depth gauge is part of 2.4 mm variable angle locking compression plate (lcp) distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The damage appears to be the result of excessive weight being placed onto the needle during sterile processing. Drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. As noted in prior complaints, the thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is (B)(4), which is an appropriate material for an instrument component of this type. The dimensions, material, and tolerances are within specification. The design is adequate for its intended use and did not contribute to this complaint condition. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. The complaint is confirmed, and the design of the device did not contribute to this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service history maintenance review was performed. The investigation of the complaint articles indicates that the: service history review: lot #4188592, no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 26-oct-2000. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The customer reported the item was broken. The repair technician reported the tip was broken off. The tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit and the evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reporter was checking over the set after surgery and the item was found to be broken. It was not broken during surgery. There was no patient involvement and the issue was found outside the operating room. The entire needle broke at the junction of the needle and the black plastic of the depth gauge. This is report 1 of 1 for complaint (B)(4).